Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose, high blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 12 mg/dl and as high as 490 mg/dl. Customer treated their low blood glucose with food and orange juice. Customer treated their high blood glucose via insulin pump. Troubleshooting for the insulin pump was performed. Customer advised the drive support cap was normal and the patient properly completed the prime/rewind process. Customer performed the displacement test and passed. Customer advised they followed up with their healthcare provider and their settings for the night may need to be changed. Customer was advised to monitor their fluctuating blood glucose levels, monitor the insulin pump and call back if issues persist.